Event description:
Pieces of "small plastic residuals" were noted from the luer hub of a sones ii catheter while the package was being opened. No add'l info was provided.

Manufacturer narrative:
The prod is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.